Event description:
The report stated that 4.5 hours after a radio frequency ablation procedure, the patient complained of pain on both thighs. The cause was a 1st degree burn with blister, 0.9x1.5cm and 4x1.5cm which was treated with ointment. Two ablations were performed for a total of 24 min, at a maximum setting of 120w. The patient's hospital stay was not extended due to this. The pad and needle were disposed of. There was no position change during procedure. The burn appeared to occurred around the cable of the pads.

Manufacturer narrative:
Dgphp site burns can be the result of a number of causes including placement, duration of treatment and power settings, patient condition, and potentially by failure of the dispersive electrode to perform as intended. In this case, without the return of the incident dispersive electrode, we were unable to determine if any defect of the product caused or contributed to the incident. One of the causes of burns is poor dgphp placement. As noted above, proper placement of the dgphp and ensuring good contact throughout the procedure (especially if the patient is repositioned) are critical components to avoiding burns. This is covered in detail in our IFU. Furthermore, we are aware that some customers reuse pads event though they are clearly labeled as single use devices. Reused dispersive electrodes can dry out and be a source for burns because they do not conduct electrical current properly. We are closely monitoring the incidence rate of dispersive electrode burns. The rate of burns for valleylab dgphp dispersive electrodes continues to be lower than the overall rate of radio frequency ablation dispersive electrode burns as sited in current medical literature. Continuous improvement efforts are on-going to ensure that customers are properly trained and our IFU clearly illustrates the proper placement of the dispersive electrodes. We also reinforce the importance of not reusing these single use devices to the customer whenever the opportunity arises.